Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had crack in the reservoir chamber. The customer's blood glucose was unknown. The customer stated that the insulin pump was not working. The product was not returned for analysis.